Manufacturer narrative:
(B)(6). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was further described as noncompliance to sterile technique (not further described). On the same day as onset, the patient was hospitalized for the event. Treatment was not reported. No further information was provided regarding the outcome of the peritonitis or if dianeal therapies were ongoing. No additional information is available.